Event description:
The customer reported that she had a high blood glucose of 470 mg/dl last night. Customer's current blood glucose was 245 mg/dl. Customer reported that she had a back-up plan available. Customer treated with the pump and stated that she was not admitted into a hospital. Customer stated that the high blood glucose event was 3 days ago. Customer also stated that the cannula was crimped. Customer was assisted with programming the time/date. Customer had a low battery alert, low reservoir alert, and a no delivery alarm. Customer did not have a tubing clamp available. Customer stated that her meter was not sending the reading to the pump. It was found that the pump was alerting that the customer was high and the customer was advised to do a complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.